Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump has had intermittent power issues since the previous day, (B)(6) 2013. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: rebooting was observed in the pump black box history. The pump was examined and found that the battery compartment was cracked. No damage was observed to the battery cap. The battery cap secured to the pump and the pump powered on normally. The pump was exercised for 24 hours without power issues or alarms. The battery cap was tested and was found to be within specifications.